Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room due to chest pain. A transmission noted previous episodes which appeared to be atrial fibrillation (af) with rapid ventricular response (rvr) where the implantable cardioverter defibrillator (ICD) device delivered inappropriate therapy. The device remains in use. No further patient complications have been reported as a result of this event.